Event description:
Olympus medical systems corp (omsc) was reported that the probe has failed prematurely and the probe tip has broken away from the main unit. There was no pt harm reported. Omsc followed-up keymed ltd. (Okm) to obtain additional info but could not confirmed whether the probe tip fell off inside the pt or outside.

Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for eval. The eval confirmed that the probe broke down at 9mm from the distal end and the broken piece was not returned. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above and past similar cases with the same model, it is highly likely that since the device was grasping a thick and hard tissue and activate while twisting the tissue, the probe and jaw came into contact with each other. That caused the device a scratch occurred. After that, since the physician continued to use the device, the crack occurred and the error displayed. Ordinarily, the physician observes some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe may break due to the stress by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.